Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited low amplitude and oversensing on the left ventricular (lv) lead. Troubleshooting options were discussed and recommended. At this time, the product remains in service and no adverse patient effects were reported.